Manufacturer narrative:
(B)(4). Batch # t5a66a. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a robotic low anterior resection procedure, while working on the lower part the bowel, the pa was trying to fire the device on the lower anastomosis, but could not get the device to fire and crack the plastic to complete the staple. A leak test was performed, and a leak was found. The anastomosis had to be disassembled and the entire procedure had to be redone. The surgeon fired the device this time and it fired ok. The surgeon completed the procedure with no patient consequences reported. One device will be returned.